Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported the pump intermittently was hot to touch and would subsequently unexpectedly shutdown. Customer's blood glucose reached 300-400 mg/dl. Additionally, multiple intermittent occlusion alarms occurred. Customer declined further troubleshooting with tandem technical support and reverted to manual injections for alternate insulin therapy.